Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels; hearing performance with the device is reportedly affected. Per parent, there was no incident of an accident or trauma.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusions: damage to the active electrode, as might be caused by an external mechanical impact, is determined to be the root cause of device failure. Additionally, the possible trauma to the recipient's head might have weakened the fixation of the electrode which likely led to minute mobility and further electrode damage, as observed during device investigation. This is a final report.

Event description:
Hearing performance with the device was reportedly affected. Per parent, there was no incident of an accident or trauma. There have been no changes in health or medication. The recipient was re-implanted on (B)(6) 2019.